Manufacturer narrative:
Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08740 inches. Pump trace download analysis confirmed the pump alarmed power error 25, low battery alert, power loss alarm, replace battery alert, replace battery now alarm. The power management tool confirmed power error, low battery alert, power loss alarm, replace battery alert, replace battery now alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Unit had minor scratched display window, damage (scratched) display window cover, scratched case, faded and stained serial number label, a peeling end cap address label, keypad overlay texture damage, pillowing keypad overlay and cracked keypad overlay at the select button. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that batteries go empty within one day. Customer's blood glucose was unknown at the time of incident. The product was returned for analysis.